Event description:
On date (B)(6) 2013, intuitive surgical received uf/importer report 3902560000-2013-8022 from the FDA. The event details are provided below: snapfit scalpel which attaches to the instrument came off of instrument when surgeon was robotically bifurcating the uterus. Abdomen was searched robotically and the scalpel was recovered and noted to be bent but intact. Per surgeon, may have been bent from stress and long use with a very large fibroid in uterus. Patient with history of fibroids and endometriosis. Underwent robotic laparoscopic hysterectomy removed with morcellation, bilateral salpingectomy, and appendectomy. Patient had a 16-week size multilobular fibroid uterus with saprophytic connections of her uterus and fibroids to the bowel.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: the snap-fit paddle blade broke off an fell into the patient. Per the information provided, the blade accessory was retrieved.

Manufacturer narrative:
On (B)(4) 2013, the site's risk manager provided additional information regarding the reported event. According to the risk manager, the snap-fit paddle blade accessory was removed laparoscopically under direct visualization. No additional surgical procedure was required to locate and remove the blade accessory. A visual inspection performed found that there were no remaining pieces and the patient did not return to the hospital due to any post surgical complications related to retaining a foreign object. The blade accessory is not available for failure analysis evaluation.